Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the left side on (B)(6) 2006. The pt was revised on (B)(6) 2012 due to pain and loosening. This is a bilateral claim.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and the investigation result becomes available that might change this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).